Event description:
Healthcare professional also reported ¿implants in situ on both sides with a slightly curled outer boundary and a narrow fluid margin."

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional also reported ¿implants in situ on both sides with a slightly curled outer boundary and a narrow fluid margin." Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : no observed opening in the photo. Seroma-late : unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.